Manufacturer narrative:
Insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Unit passed the dat test at 0.08745 inches. Insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with intermittent esc button response due to flattened esc button dome switch (no crease). Keypad connector was fully locked. Unit was received with minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with unknown blood glucose at the time of the incident. The customer was at over 400 mg/dl at the time of the call and had not treated the high. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the pump over delivered. The customer reported large air bubbles in the reservoir. The customer was high due to being of the pump. The customer had other lows on (B)(6) 2017 of 39 and 27 mg/dl respectively. The insulin pump will be returned for analysis.